Event description:
It was reported an expired tunneling tool was used during an implant procedure in australia. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.